Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v464758, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the system became infected soon after it was put in. The system provided the patient with therapeutic benefit, but it was still explanted. At the time of the report the patient was ready to try again and was in stage 1; she was doing well with her trial. It was going great and she was scheduled for implant on (B)(6) 2014. Due to the event happening over three years ago the manufacturer representative did not have all of the information or details; he did request more information from the doctor. If additional information is received a supplemental report will be sent.